Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus suture on the posterior horn, the ultra fast-fix failed. The t2 of the fast-fix could not be pushed forward, the t1 was removed from the patient using grasping forceps. The procedure was completed using a s+n back up device. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the device was returned in the original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The variable depth straw was not returned and bio debris was present. A functional evaluation could not be performed because both implants had already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.